Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 43-year-old female patient who had essure (batch no: 705802) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, hypertension and gastroenteritis. Previously administered products included for an unreported indication: iud from on (B)(6) 2009 to on (B)(6) 2010. Concomitant products included naproxen, omeprazole and oxycodone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), pain ("torso pain"), pain in extremity ("legs and feet pain"), rash ("rashes") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia, migraine, vaginal discharge, rash and abdominal distension had resolved and the alopecia, vaginal haemorrhage, urinary tract infection, allergy to metals, cystitis, vaginal infection, pelvic pain, pain and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pain, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was successfully implanted, without complications. Shortly after essure implantation, she began to experience symptoms. As a direct result of her essure implants, she underwent a total hysterectomy with bilateral salpingectomy. Since the essure removal surgery, all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: coils in proper location / tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 43-year-old female patient who had essure (batch no. 705802) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, gi upset and gastroenteritis. Previously administered products included for an unreported indication: iud from 5-may-2009 to 5-may-2010. Concomitant products included naproxen, omeprazole and oxycodone. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), pain ("torso pain"), pain in extremity ("legs and feet pain"), rash ("rashes") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on 10-aug-2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia, migraine, vaginal discharge, rash and abdominal distension had resolved and the alopecia, vaginal haemorrhage, urinary tract infection, allergy to metals, cystitis, vaginal infection, pelvic pain, pain and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pain, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was successfully implanted, without complications. Shortly after essure implantation, she began to experience symptoms. As a direct result of her essure implants, she underwent a total hysterectomy with bilateral salpingectomy. Since the essure removal surgery, all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2010: coils in proper location / tubes occluded most recent follow-up information incorporated above includes: on 13-mar-2018: pfs and medical record received- reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, event- abnormal bleeding (vaginal), urinary tract infection, nickel allergy, bladder infection, vaginal infection, pelvic pain, torso pain, legs and feet pain, rashes, bloating were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 43-year-old female patient who had essure (batch no. 705802) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, hypertension and gastroenteritis. Previously administered products included for an unreported indication: iud from (B)(6)2009 to (B)(6) 2010. Concomitant products included naproxen, omeprazole and oxycodone. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), pelvic pain ("pelvic pain"), pain ("torso pain"), pain in extremity ("legs and feet pain"), rash ("rashes"), abdominal distension ("bloating") and headache ("headache"). The patient was treated with ketorolac tromethamine (toradol), propranolol and surgery (total hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia, migraine, vaginal discharge, rash and abdominal distension had resolved, the alopecia, vaginal haemorrhage, urinary tract infection, allergy to metals, cystitis, vaginal infection, pelvic pain, pain and pain in extremity was resolving and the headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was successfully implanted, without complications. Shortly after essure implantation, she began to experience symptoms. As a direct result of her essure implants, she underwent a total hysterectomy with bilateral salpingectomy. Since the essure removal surgery, all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: coils in proper location / tubes occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- event headache was added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy on (B)(6)). Essure was removed on (B)(6). At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Shortly after essure implantation, she began to experience symptoms. As a direct result of her essure implants, she underwent a total hysterectomy with bilateral salpingectomy. Since the essure removal surgery, all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6): coils in proper location / tubes occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.